Manufacturer narrative:
Hospital contact number: (B)(6). Device history record review: manufacturing date: august 24, 2015 - expiration date: august 1, 2025. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The same results were observed during a review of the raw material DHR. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Date of event: unknown. (B)(4). Date of explant: not explanted. Device is not expected to be returned for manufacturer review/investigation as it is still in patient body. (B)(4): one week post-operatively, a CT was done, and it was presumed that the implanted blade was rotated. The device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the initial surgery for intertrochanteric femoral fracture using tfna (tfn advanced nailing system) took place on (B)(6) 2016. The event was found postoperative follow-up. After internal fixation, reduction position was confirmed to be contacted to the osseous. One week after the surgery, it was presumed that the caput femoris was rotated. However, by CT, it was presumed that the implanted blade was rotated. This complaint involves 1 part. Concomitant device: 1x 04.037.912s / lot 9975300 (tfna fem nail ø9 125° l170 timo15). This report is 1 of 1 for (B)(4).